Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose above 13.9 mmol/l (>250 mg/dl) while wearing the pod. The pod was removed at the hospital. Treatment was provided at the hospital (specific treatment information not provided). Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The top housing was observed to be cracked. The timing and cause of the observed crack could not be determined.

Manufacturer narrative:
Additional information regarding the incident was provided on 22oct2024. B5 - describe event or problem updated d4 - lot # d4 - serial # d4 - expiration date h4 - device mfg date.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 13.9 mmol/l (>250 mg/dl) while wearing the pod and loss consciousness. The patient was treated with tazocin and fluids intravenously. The diabetes nurse specialist adjusted the patient's insulin doses accordingly. The patient was discharged after 14 days.